Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 30 mg/dl. The insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that her eating habits have changed recently. The customer has been eating less food, and drinking more protein shakes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.